Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station needs to change non-profile to a profile. A technical support specialist change device profile status to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had to changed the non profile to a profile. The customer reported that the malfunction affected on their patient care workflow. There were no adverse events or injuries reported based on this event.